Event description:
It was reported that the user was off the ilet pump while awaiting supplies and requested guidance on multiple daily injections, with a reported blood glucose of 400 mg/dl and no device alerts or alarms. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included direction to seek medical dosing advice from an mdi provider, with no hospitalization or emergency treatment. Investigation of this case revealed no device malfunction and no alarm activity, with the situation attributed to therapy interruption due to supply unavailability rather than a component failure. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors associated with being off pump therapy and not a device defect.

Manufacturer narrative:
Initial.